Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the lens got stuck while advancing in the injector. There was no patient contact. The reporter stated that the incident was due to an loading error.